Manufacturer narrative:
Additional information received on 02,sep,2021. The part number for this report is pha02852 instead of the previous unknown liner reported. Additionally, part number pha02852 is not available in the us. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for dislocation.